Event description:
The customer's daughter-in-law reported the customer was having a battery issue with their freestyle flash meter for 6 months; however, only contacted adc customer service in late 2008. The customer was unable to test due to their freestyle flash meter not turning on. The customer lost consciousness and was transported to a health care facility by the paramedics. The customer was treated in the emergency room with glucose intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for the investigation. A follow-up report will be filed once investigation results are available.